Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed that the old transmitter is displayed as paired in bluetooth settings. Patient was advised to un-pair and then try re-pairing the transmitter, which was unsuccessful. No additional patient or event information is available.